Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal therapy was ongoing. The patient did not require hospitalization. The patient was treated with injection reflin (1 gram, frequency and duration not reported), injection tobramycin (40 mg, frequency and duration not reported) and injection heparin (1000 iu/bags, frequency and duration not reported) for the peritonitis. The cause of the peritonitis was unknown. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.